Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the bed scales are showing error codes. The account alleged the scale board is full of corrosion. No injury reported.